Event description:
A customer reported experiencing a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. The issue was resolved after technical support provided pump reset instructions and guided the customer through the process; the error did not reappear, allowing the customer to successfully start their sensor session.